Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the nozzle had foreign objects due to insufficient cleaning. Due to clogging of nozzle, water removal ability did not meet the standard value. Additionally, due to deformation of up/down knob, water tightness was lost. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. The customer did not confirm if there was any delay in the start of pre-cleaning, the customer flushed the nozzle with water and air. The customer did not mention any abnormalities in the accessories used for reprocessing. They did not presoak the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the air was not being delivered properly and it was a little difficult to do on the evis lucera elite colonovideoscope. The issue was found during an unspecified diagnostic procedure. The intended procedure was completed with the same device. There were no reports of delays. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle has foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.